Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported a low blood glucose (bg) value of 32 (mg/dl). Reportedly, customer believed that low bg was caused by over delivery of insulin via manual injection. Customer treated low bg by consuming some food. Recommendation was made to consult with health care provider to discuss diabetes management.